Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that he replaced the upper panel assembly, patient connector label and trainer on - off label to fix the issue he observed. The fse then completed the pm and performed functional and safety checks with safety disk and tidal disk replaced as part of the scheduled preventative maintenance. The iabp was then returned to the customer cleared for clinical use. (B)(6).

Event description:
A getinge field service engineer reported that during preventative maintenance (pm) he noticed a loose contact at the ECG and pressure monitor input connectors of the intra-aortic balloon pump (iabp), which was causing interference (pacer spikes) on the ECG trace and iabp trace. There was no patient involvement and no adverse event reported.